Event description:
The diabetes educator reported via phone call that the customer was hospitalized due to high blood glucose levels on (B)(6) 2015. The customer experienced nausea, vomiting, and difficulty breathing. The customer had stopped using the insulin pump that day and had reverted to a back-up plan at the time. The customer reported 40 to 50 bent infusion set cannulas dating back to (B)(6) 2015. The diabetes educator stated that the customer had been inserting the infusion set perfectly according to protocol. The customer's most recent blood glucose was 146 mg/dl. The customer reported having tried various infusion set insertion sites, including her side, abdomen, back, arms and leg. The customer was advised by her doctor to use manual injections.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.